Manufacturer narrative:
This supplemental report is being submitted to provide corrections and the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. Initially the ¿dented shaft¿ was reported, which was not-reportable malfunction. In addition, the following reportable malfunctions were identified during the device evaluation: black lines on the image. A root cause could not be identified. Based on the results of the investigation, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope had unclear picture during an unspecified procedure. There were no reports of patient harm.

Event description:
It was reported that the subject device had unclear picture and dented shaft. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.